Manufacturer narrative:
Philips service replaced the interventional workspot computer and installed software version 1.5.1. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the interventional workspot computer failed due to bad hard drives on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.